Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustain vt episode was evaluated. It was determined that emi was sensed then undersensed causing an exit from noise reversion and pacing inhibition on the dependent patient. Programming changes were suggested. The reason of the undersensing was due to a heating pad the patient was using and the patient was told to stop using it. Patient will return for normal follow-up. The patient condition is stable.